Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Manufacturer narrative:
Information received from an account indicated that a patient experienced a stent fracture after having a coronary artery stent implanted. An unknown cypher select plus was implanted at the mid right coronary artery (rca). Approximately one and a half years later, the stent was found fractured at the distal part. The event required an unknown intervention. The procedural cd's were sent for review but could not be visualized in the format that they are in and the reporter is unable to get any more information as the file is no longer on site and the doctor is not willing to get the information from the file room. The sterile lot number for the device is unknown therefore a device history report review could not be conducted. Without being able to visualize the procedural cd's the reported customer complaint could not be confirmed. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. With the limited information provided, it is not possible to determine an exact cause for the event, but there may have been vessel/lesion characteristics that may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore, no corrective action is required.

Event description:
Account alleged that the bed has a mechanical drift down. He has sprayed degreaser and still drifts.

Event description:
A cypher select plus was implanted at the mid right coronary artery (rca). Approximately one and a half years later, the stent was found fractured at the distal part. The event required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.additional information will be submitted within 30 days upon receipt.